Event description:
It was reported by service report that the scale module was broken and the scale would not be used. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Scale module. Conclusion: the issue was identified during product eval; the customer indicated they would have the issue repaired at a later time.